Event description:
The pt reported that they were unable to use an increasing number of basal electrodes. Pt had been able to use these in the past. An x-ray confirmed that the electrode array had migrated.